Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the clip was broken. No other details regarding the nature of the event were provided. The device was used for the procedure. The user reported that the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.